Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) high resolution stereo viewer (hrsv) did not have an image in the left eye. The technical service engineer (tse) reviewed the system logs and found an error pointing to the left monitor brightness. The customer confirmed the blue fiber cable connection and that the vision side cart (vsc) monitor had an image from both eyes. The tse had the customer hard power cycle the system and the issue remained. The customer swapped out the ssc to continue the case. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that they swapped the defective surgeon side console for the day.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewers (hrsv) the system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The high-resolution stereo viewers (hrsv) monitor was returned for failure analysis and the reported issue was replicated. In remote fe and artemis, no data was found to indicate that the fault had occurred the field. Upon visual inspection no issues were found that would be related to the reported event. The monitor was installed and tested on the pca test system. Powered on showing a blank screen. As a result of these findings, failure analysis was able to conclude that an electrical component issue in the touchscreen was found to be the root cause of the reported failure. The second hrsv monitor was returned for failure analysis and the reported issue was not replicated or confirmed. In remote fe and artemis logs, no data was found to indicate that the fault had occurred the field. Upon visual inspection, no issues were found that would be related to the reported event. The monitor was installed on our pca test system. Started up without any errors. The image quality was sharp, no noise, and not tinted.